Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed not to administer tachycardia therapy due to unknown reasons. Attempts to acquire additional information were unsuccessful. No adverse patient effects were reported. This device remains in service.

Event description:
Boston scientific received information in (B)(6) 2013 from the clinic that this patient died in (B)(6) 2013 (greater than five months following the deactivation of this device's tachycardia mode). The clinic was contacted in (B)(6) 2013. According to the clinic nurse, the device had been intentionally deactivated per physician order in (B)(6) 2013 due to hospice admission. There were no reported allegation of device malfunction or that the use of the device caused or contributed to the patient's death.